Event description:
It was reported that a patient with ejection fraction of 15% was in the operating room. The physician was placing an intra-aortic balloon (iab) via the left femoral artery prior to heart surgery. The first iab became stuck in the super arrow-flex (saf) sheath. The physician decided to proceed with surgery and have perfusion begin bypass. After the surgery was complete, the surgeon inserted an intra-aortic balloon (iab) sheathless without difficulty. There was no reported patient death or injury. There was no medical/surgical intervention required. There were no patient complications and no delay in iab therapy.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.